Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator (ipg), (B)(6) 2013; 431-07, competitor implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient had pocket stimulation due to unipolar pacing in the right atrial lead. It was further reported that the atrial thresholds were high. Programming changes were done and the lead remains in use. No further patient complications have been reported as a result of this event.